Event description:
A 69 yr old female admitted for exploratory laparotomy. 7 days post surgery (11/11/97), wound dehised. Taken back to surgery for repair of wound dehiscense. Suture pds #1 by ethicon broke apparently.